Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected restart and external ram crc error. Customer's blood glucose at time of incident was unknown. Customer stated a temp basal was not programmed before the unexpected restart alarm occurred. The customer stated that the alarm occurred shortly after inserting a new battery. Customer was explained the pump experienced an unexpected restart. Customer reported that she received an external ram crc error alarm. The customer was explained the alarm and possible causes. Customer stated that this is the second occurrence. The customer was advised the pump will need to be replaced and to revert to a backup plan.

Manufacturer narrative:
The insulin pump alarmed a21 and time and date reset after battery change due to a voltage leak. No a17 alarms noted during our testing. The insulin pump was received with normal operating currents and passed the self test, rewind, basic occlusion, prime and displacement, occlusion and the excessive no delivery test. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, scratched reservoir tube window and stained end cap sticker.